Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the left stn electrode impedance results showed the electrode 1 and 2 had exactly the same impedance and these were the impedances the patient was programmed on. The bipolar impedances were also quite low compared to the monopolar impedances. On the right stn, there were low electrode impedances on a number of electrodes, 8 and 11, 8 and 10, and 10 and 11. Again, the patient had some impedances which were exactly the same, for the monopolar impedance result, 8 and 11 were both at 608, and in bipolar 9 and 10 and 8 and 9, they were both at 480 and the bipolar impedances were lower than the monopolar. There was no clinical change to the patient, although, it was noted that the patient has been having a few falls. In july 2017, when the last electrode impedance check occurred, the impedances were fine. No further complications were reported.

Event description:
Additional information was received from the hcp via the rep stating the cause of the low impedance was not determined. The physician gave the patient the option to review and was waiting for the patient to respond. No actions/interventions had been taken to resolve the issue. The low impedances had not been resolved.

Manufacturer narrative:
Continuation of d11: product ID 3389-40 lot# 0208501147 product type lead product ID 3389-40 lot# 0208589021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3389-40, lot#: 0208501147, implanted: (B)(6) 2014, product type: lead; product ID: 3389-40, lot#: 0208589021, implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.